Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that she had 3 occasions where the customer had ketones and was in the emergency room last week. Customer's blood glucose was 358 mg/dl at the time of the incident. Customer's current blood glucose is 219 mg/dl. Caller mentioned that the customer is having a hard time pressing the button. Customer had a small trace of ketones and was vomiting after waking up. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 358 mg/dl. Customer was treated with insulin and an IV. Customer was admitted due to ketones and high blood glucose. Customer was able to eat for 6 hours and left the hospital with no ketones in her blood. Customer was wearing the pump at the time of the hospitalization. Caller was advised that the pump will be replaced.

Manufacturer narrative:
Pump received with intermittent escape, act, up and down arrow buttons response due to flattened buttons dome switches. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the j2 lcd keypad connector was not found unlocked during our visual inspection. The insulin pump passed the displacement accuracy test.